Event description:
It was reported in 2006 that an implantable neurostimulator (ins) caused "shocking/jolting/burning stim in ribs/stomach for last week." It was stated "her lead is "sticking outward" in her spine. Refer to regulatory report number: 3004209178-2012-08230.

Manufacturer narrative:
Product ID 3998 lot# j0555274v serial#, implanted: 2005 (B)(6), explanted: product type lead product ID 37742 lot# serial# unknown, implanted: explanted: product type programmer, patient product ID 3708340 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension product ID 3708340 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension. (B)(4).